Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01914 and 01915) submitted for devices related to the same event.

Event description:
It was reported by the vad engineer, patient reported an electrical fault alarm at home. Patient was asked to report to outpatient clinic for assessment. Logfiles downloaded and sent, driveline and controller assessed by vad engineer and vad coordinator. No visible trauma to driveline, team was unable to reproduce the alarm. Driveline cover intact and secure, xray of driveline showed no areas of concern. Heartware engineer arrived on (B)(6) 2016 to assess driveline and connector. Patient inr 2.7, patient was given lovenox 100mg in preparation for pump stop/driveline cleaning. Patient tolerated pump off time very well. Connector was cleaned and patient was given a new patient pack and new controller. No additional information provided.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. Analysis of the controller revealed that the device met specifications; the device passed functional testing and visual examination. Onsite visual inspection found foreign material on the connector. A driveline cleaning procedure was performed to mitigate the reported electrical fault alarms. The alarms were resolved with the procedure. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-01914 and 3007042319-2016-01915) submitted for devices related to the same event.